Event description:
On (B) (6) 2010, pt reported his basal rate is not working properly. Pt stated he believes the basal rate is not working properly because he has experienced elevated blood glucose levels over the past 24 hours and is not able to visibly see basal insulin delivery dripping from end of the infusion tubing. Pt reported his hourly rate is set between 1.0 - 1.5 units. Advised pt he may not see such a small amount of insulin clearly. Pt's normal blood glucose range is 100-150 mg/dl. Pt reported he has not received any alerts or errors during this time. Pt declined to continue to troubleshoot this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.